Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0pweh, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0rkux, implanted: (B)(6) 2015, product type lead; product ID 3889-28, lot# va0pweh, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the representative was notified the day of reported event date. Reports he went to the hospital the day of reported event date and was notified an issue regarding a lead, was not stimulating the day before reported event date during an implant. Reports he was not there during implant. Reports when physician implanted the lead, patient was not feeling stimulation, impedance were check and all electrodes shows greater than 4,000 ohms. Reports physician than replaced with a new lead connecting to stimulator and everything was fine. It was later reported by the representative that the healthcare provider was doing a revision. He placed a new lead and did not get stimulation. He removed the lead and the lead will be sent back.